Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2015 with the following findings. On investigation, the alleged issue with no alarm for low battery was not verified in the black box or duplicated in the evaluation. Review of black box history found a drastic voltage drop on (B)(6) 2015. The voltage had dropped below the voltage for low battery and replace battery alerts. Because replace battery alarm takes priority, the low battery alarm was hence skipped. Using the returned battery cap, the pump powered up properly. Electrical current draws were within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. Under stimulated power conditions, the pump emitted and recorded the appropriate alarms for low battery and replace battery at the correct time/threshold and order. Pump casing was opened and no evidence of intermittent conditions was found with the power circuit board. Unrelated to the power complaint, the display was found to be dim with a reddish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, there was no alarm when battery was low since over a month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.